Manufacturer narrative:
Concomitant medical products: 7120; 1699tc, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a confirmed fracture as noted via x-ray. The rv lead was programmed off, and subsequently capped and replaced. No patient complications have been reported as a result of this event.